Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that changes in override occurred at multiple facilities. A technical support specialist (tss) got confirmation for case closure, since there were no contacts from site where issue raised. The tss reached out the customer and confirmed with the customer various profiles and privileges. Advised the complainant of which of the contact profiles have access to controlled substances and which do not. The tss attempted to reach the affected contacts with the permission issues and all attempts were left unanswered. Additionally, the tss requested specific examples to enable troubleshooting via email and phone.

Event description:
It was reported by the customer that the bd pyxis¿ medbank had change in override for multiple facilities. The customer reported that they were not being able to issue controlled items and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.